Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The¿right ventricular (rv) lead was fractured and exhibited intermittent loss of capture. The rv lead was inactivated and replaced with a leadless implantable pulse generator (ipg).¿no further patient complications have been reported as a result of this event.